Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an intuitive surgical, inc. (Isi) called to report that the image was inverted before installing the scope. They tried another scope and tried repositioning the scope before calling in with no effect. They were power cycling the system when the call was placed. After the system was power cycled, image was restored. The technical support engineer (tse) reviewed the error logs and noted no errors displayed at the time of the call. The tse noted there was no further action needed at the time. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. The surgeon did not move instruments while the image was inverted. There was no injury or harm to the patient. The hospital team is gathering more information before proceeding further with an endoscope return.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after power cycling the system. No site visit was conducted. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.